Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported unexpected medical intervention, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: h6 health effect- impact code: 4614 serious injury/illness/impairment. Codes added: h6 health effect- impact code: 4641, 4607.

Event description:
Subsequent to the previously filed report, additional information was received:the patient left the operating room with temporary pacing. The next day (B)(6) 2025, a permanent pacemaker was implanted.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implantation. While inserting the straight wire, patient had multiple rhythm pauses and then went into asystole. Temporary pacing began. The navitor was then implanted successfully at a depth of 4.5mm on both cusps. On (B)(6) 2025, it was learned that the patient required a permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.